Manufacturer narrative:
Investigation was completed on smiths medical cadd solis 2120 pump, the analysis of complaint has been completed and reviewed. Reported the outer physical aspects of device had damaged lens. Dso seal contaminated. Event log opened, verified cassette not attached alarm twice. Evaluating the device with duplicating the event revealed sensor test / functional visual. The cause of problem was isolated to contamination of dso sensor. Unknown what caused event and the device passes all functional and delivery testing.

Event description:
Information received a smiths medical cadd solis vip 2120 would no allow cassette to attach, as it just alarms. No patient adverse events reported.